Event description:
Potential false negative results on hcg pregnancy tests. Customer claims that internal and external controls gave expected results and kit testing was performed according to procedure. Quantitative hcg was run, but results were not available.

Manufacturer narrative:
Control lot 25miu/ml hcg urine control lot: hcg090107-01, 100miu/ml hcg urine control lot: hcg081008-01; 240.0iu/ml hcg urine lot: hcg081231-01. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retension devices meet qc spec. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.